Event description:
It was reported to philips that the 12-lead ECG, limb leads would not show. The display said attach leads. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.